Event description:
It was reported that the pt had been getting relief from the therapy but at some point later experienced a twitching and shocking sensations in the abdomen. The physician did not know what precipitated the event but the leads were removed. Add'l info was requested.

Manufacturer narrative:
(B)(4).